Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: four photos were provided for analysis. From the provided photos we are unable to confirm damage. A root cause for the failure could not be confirmed. H10: b5, d4, g4, h2 (correction and additional information), h6 (annex g). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the safe t centesis kits have started containing a different vial of lidocaine. The vial has shattered when opening on multiple occasions causing lacerations on 2 employees and cutting gloves. The kits are also rendered unusable when this happens because of glass across the field.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the safe t centesis kits- lawson 218295 have started containing a different vial of lidocaine. The vial has shattered when opening on multiple occasions causing lacerations on 2 employees and cutting gloves. The kits are also rendered unusable when this happens because of glass across the field. Verbatim: quote from customer- the saf t centesis kits- lawson 218295 have started containing a different vial of lidocaine. The vial has shattered when opening on multiple occasions causing lacerations on 2 employees and cutting gloves. The kits are also rendered unusable when this happens because of glass across the field. Saf-t- centesis kit lot: 0001589013.